Manufacturer narrative:
The user-reported issue cannot be confirmed. The customer contacted with a zyno customer service employee on 03/24/2017 that the affected device was not to be repaired and would be scrapped. The pump was not sent to zyno medical for evaluation.

Event description:
The user reported a pressure failure issue. The local service technician found that the pump had an old style pump mechanism. No patient was involved.